Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a hydro leak from the 10 psi regulator in the unicel dxc 600 pro synchron clinical system. The customer also reported that the instrument generated an autoloader smart module error after which the customer stopped the instrument to clear error and stop leak. No injury or exposure was reported and no samples were affected by this issue.

Manufacturer narrative:
The customer indicated that leaking fluid was di (deionized) water. A field service engineer (fse) went on-site (B)(6) 2011 and identified the leaking fluid as wash concentrate. Fse replaced valve 3 and 5 to troubleshoot wash concentrate overflowing into the pressure system. Fse calibrated and tested qc with no problems noted. Fse also addressed the smart module errors and a sample shuttle issue (both unrelated to the hydro pneumatic system leaking). The routine repairs performed by the fse resolved the issue. The bec internal identifier for this event is (B)(4).